Event description:
Same case as 2184052-2015-00035. It was reported that polyaxial screws disengaged from rod postoperatively. Devices were explanted on (B)(6) 2015.

Manufacturer narrative:
Device history record review for the returned device did not find any deficiencies. Review of info provided and analysis of the returned device concluded that there is no evidence of a product defect. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Manufacturer narrative:
(B)(4)

Event description:
It was also reported that the patient was initially implanted with virage at c2-t2 for an unspecified indication. It was noted that one level was skipped on both the left side and right side of the construct. The surgery was reported to be unremarkable and was completed successfully. No reduction was necessary or used, and the rod was contoured and fit into the tulip heads. Postoperative imaging taken approximately three weeks later revealed that both t2 screws had disengaged from the rod. The patient was revised approximately two weeks later, and three screws, three closure tops, and rod pieces were removed and the construct extended with an unspecified product.